Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they connect both ac and battery, no power.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.there was no reported adverse patient impact.

Manufacturer narrative:
Initial reporter phone number removed from grid - failing electronic submission.